Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2021. Blood glucose reading was unknown. The customer stated that they noticed sensor and set was hitting to her dresser and came off but it was too late to put new sensor and they had to go hospital. Customer was treated with shots in hospital. Customer was in intensive care unit for three days. Customer did not tested for ketones. Customer was using insulin pump within 48 hours of high blood glucose incident. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.